Manufacturer narrative:
(B)(4). A review of the manufacturing records for the device verified the lot met all pre-release specifications. According to the gore® excluder® aaa endoprosthesis instructions for use (IFU), adverse events that may occur and/or require intervention include, but are not limited to endoleak and aneurysm enlargement.

Event description:
On (B)(6) 2016 a patient was treated for an abdominal aortic aneurysm, measuring 55.7mm, with gore® excluder® aaa endoprostheses featuring c3® delivery system. Postoperatively a small type ia endoleak was seen and the aneurysm sac grew over the next several months. On (B)(6) 2016, follow up imaging showed the aneurysm measured 58.0mm. On (B)(6) 2016, follow-up imaging showed the aneurysm measured 56.0mm and a type ia endoleak was again reported. On the same day, a reintervention took place, whereby a 28.5mm x 3.3cm and a 32mm x 4.4cm aortic extender were implanted. On (B)(6) 2016 follow-up imaging showed the aneurysm measured 56.0mm.